Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv cable was evaluated adn replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently would not display a fluoroscopic image. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.